Manufacturer narrative:
Concomitant products: 419478 lead and 5076-45 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the lead threshold jumped, had high impedance, oversensing and noise. A lead fracture was also suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.